Event description:
Boston scientific received information that during a most recent device upgrade procedure it was noted that both the right atrial (ra) lead and right ventricular (rv) lead were unable to be removed from the device header. It appears the leads were stuck and the setscrews would not turn. As a result the ra lead and part of the rv lead were surgically abandoned and successfully replaced without incident.a portion of the rv lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.